Event description:
A cortrak feeding tube was placed using the cortrak system. After tube placement, an x-ray was taken and interpreted that the feeding tube was in the correct position. Feeding was then initiated and 1600cc of feed was introduced though the feeding tube. The patient then coded and was resuscitated, endotracheally intubated and placed on a ventilator. It was determined that the feeding tube was in the left lung and a left pneumothorax had occurred. A chest tube was inserted and feed was found in the tube. Two managers of the cortrak system indicated that it was clear the clinician had an inappropriate interpretation of the screen and activated the cortrak later than per protocol.

Manufacturer narrative:
Feeding tube placement is dependent on the clinician and patient. The actual tube does not determine where it is placed. The cortrak device was returned to corpak and tested per procedure. The device functioned per specifications. Tracings created using an anatomical model were as expected. The device was found to be fully functional.